Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose with blood glucose of 387 mg/dl. The customer was treated with shots of 18 units op insulin. Customer experienced symptom such as abdominal pain. The insulin pump will not be returned for analysis.